Manufacturer narrative:
In regard to this complaint, three cannula's with closure valves were received for investigation. Visual inspection confirmed that the product had been used; however, no anomalies were detected. Testing demonstrated that the returned closure valves showed no signs of leakage. Since the valves met their specification (maximum water leakage of 0.4 ml/min at 40 mmhg), the reported failure could not be confirmed or attributed to the returned product. Based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required as the complaint could not be reproduced on the actual product. The analysis includes all complaints with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.

Event description:
We have been informed that during afx the valve was producing a a large amount of bubbles. No report that actual patient harm occurred or surgery was prolonged >30min.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed through that during afx the valves were leaking and there were a lot of air bubbles. No report that actual patient harm occured or surgery was prolonged>30min.